Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and it was difficult to read the screen as well as crack in the casing due to which the reservoir was unable to lock in place. The customer¿s blood glucose level was unknown. The customer also stated that they received motor sound anomaly. The product will not be returned for the analysis.